Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in service, the cardiosave intra-aortic balloon pump (iabp) would not convert to pull in power when converting from rescue mode back to hybrid mode. The unit was connected properly and cycled from rescue to hybrid on the touch panel. The three beeps could be heard as well. However, it stayed on battery power. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.